Event description:
It was reported that the sensica device shut off during the case.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sensica device shut off during the case. Per additional information received on 14june2022, from r& d, the device was reported to have powered down while in-use, nurse charged it over night. And they believed it to have a dead battery. After this was reported the sensica was tested. And was able to power it on without issues, and the power led on the rear base of the sensica was a steady green color indicating a full charge. The power brick was not included with the sensica, so tech sourced one late afternoon and left the device running, to see if error can be replicated. The reported issue could not be replicated and the device was returned

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. The device was not returned.